Event description:
No audible alarm from datex-ohmeda monitor when patient's blood pressure was 172 and set "nibp" high alarm 160, only visual flickering of the data. The nurse noticed the flickering of the "nibp" data without any audible alarm when she came in the room and watched the monitor display. Nurse switched off and on the unit and checked the "nibp" alarms, which were then ok.